Event description:
It was reported that during revision surgery, infection was discovered in the pt. The source of the infection is not known.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.